Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain date of explantation: august 10, 2022 manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of an unspecified mentor breast implant prosthesis. Post-operatively, the patient stated she was experiencing bilateral breast pain. As a result, the patient will undergo removal on (B)(6) 2022. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Follow-ups are being conducted. A supplemental report will be submitted if clarifying information is received. Refer to manufacturing report number 1645337-2022-02765 for the contralateral event.